Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient appeared to have a vasovagal response, and it was noted that the blood pressure declined. The freeze was aborted, and the patient's blood pressure continued to drop. The heart rate then slowed, then subsequently turned to ventricular fibrillation. Cardiopulmonary resuscitation and advanced cardiovascular life support (acls) protocol were then initiated, and the patient was defibrillated. It was noted that a brief episode of pulseless electrical activity (pea) was observed. A transthoracic echocardiogram was performed, and the case was aborted. The patient was under general anesthesia. The patient had an extended hospitalization, and the patient was reported to be stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least two injections were performed with catheter 2af284/49774 on the date of the event without triggering of any system notice. Upon visual inspection of the catheter 2af284/49774, results showed that the catheter was intact with no apparent issues. Smart chip verification showed that the catheter was used for two applications on the date of the event. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Clinical issues (cardiac arrest, hypotension, vasovagal reaction and the case aborted under general anesthesia) were encountered during the procedure. There is no sufficient evidence that the device potentially caused these adverse events. In conclusion, clinical issues (cardiac arrest, hypotension, vasovagal reaction and the case aborted under general anesthesia) were encountered during the procedure. The balloon catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.